Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced a lower gastrointestinal (gi) bleed and received one (1) unit of red blood cells (rbcs). A computerized tomography (CT) scan revealed pneumoperitoneum with evidence of perforation at rectosigmoid junction. The patient was taken to the operating room (or) for diverting loop colostomy. The day after, the patient received two (2) units of packed red blood cells (prbcs) while their lactate dehydrogenase (ldh) level was increasing. The following day, the patient¿s vasopressors were increased, and the patient experienced progressive vasoplegia. The support was withdrawn and the patient subsequently expired. The cause of death was reported as ischemic gut and vasoplegia. Based on the limited information available, there is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, bleeding and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the controller log files was not performed since log files were not available for analysis. Information received from the site indicated that the patient experienced a lower gastrointestinal (gi) bleed and received one (1) unit of red blood cells (rbcs). A computerized tomography (CT) scan revealed pneumoperitoneum with evidence of perforation at rectosigmoid junction. The patient was taken to the operating room (or) for diverting loop colostomy. The day after, the patient received two (2) units of packed red blood cells (prbcs) while their lactate dehydrogenase (ldh) level was increasing. The following day, the patient¿s vasopressors were increased, and the patient experienced progressive vasoplegia. Low flow alarms were triggered despite ongoing volume resuscitation. The support was withdrawn and the patient subsequently expired. The cause of death was reported as ischemic gut and vasoplegia. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, bleeding and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the patient had low flows alarms.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient experienced a lower gastrointestinal bleed (lgib) which required transfusion of one unit of red blood cells (rbc). A computed tomography scan confirmed pneumoperitoneum with evidence of perforation at rectosigmoid junction and the patient was taken to the operating room (or) for diverting loop colostomy. The day after, the patient needed to be transfused two more units of packed red blood cells (prbcs) while lactate dehydrogenase (ldh) was increasing. Vasopressors were increased and the patient experienced progressive vasoplegia. It was decided to withdrawal life support and soon after the patient died. The cause of death was ischemic gut and vasoplegia.